Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-00880. It was reported that during a coronary drug eluting stenting treatment procedure, ventricular fibrillation occurred. The 85% stenosed being treated was located in the calcified, significantly tortuous mid right coronary artery (rca). A 2.0 x 12mm maverick balloon was advanced into place into the posterior descending and inflated to 10 atms for 67 seconds with additional inflations to 12 atms for 48, 61 and 63 seconds. The balloon was withdrawn into the distal rca and inflated to 12 atms for 1 minute and 12 atms for 64 seconds. Finally, the balloon was withdrawn into the mid lesion and inflated to 12 atms for 25 seconds and 12 atms for 35 seconds and 15 atms for 49 seconds and 15 atms for 40 seconds. A 3.00x24mm taxus express2 drug eluting stent was deployed in the distal rca, inflated to 12 atms for 60 seconds. An episode of ventricular fibrillation occurred requiring direct current cardioversion during placement of the stent into the distal right coronary artery. Then the physician attempted to place a 3.50x24mm taxus express2 drug eluting stent into the mid rca, but was unable to cross the lesion. During removal of the undeployed stent, dislodgement occurred. A 2.0x12mm maverick balloon was advanced through the stent and inflated. The stent was pulled back into the right femoral artery, however, again dislodged when attempting to pull it through the arterial wall. The undeployed stent, at this point, was in the femoral profunda at a bifurcation. Access was obtained on the contralateral side and the stent was retrieved from the right femoral system with a 7mm snare. Medications given: aspirin, plavix and angiomax. The physician chose to stop the case and proceed at a later date. Two days post the initial procedure, the patient had increasing angina. Angiography identified 20-75% residual stenosis in the mid rca. Rotational arterectomy was performed. The physician experience difficulty passing the ivus catheter, wires and two taxus express2 drug eluting stents (3.50x28mm and 3.50x12mm). Inflations were made with a 3.75x15mm quantum balloon, a 3.75x15mm maverick balloon, and a 4.0x15mm maverick balloon. An attempt to place a 4.0x18mm non-bsc stent was also unsuccessful. The physician was able to complete the procedure with a 4.0x12 non bsc stent. Patient status reported as "stable."